Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) had gas leak. Patient involved and no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue in the logs, but were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.